Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to shock a pt the device displayed a "select 30 joules" message when attempting to discharge energy. Complainant indicated that the clinician discharged twice at 30 joules to continue treating the pt. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.